Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient initials, age or birthdate and weight are not known) on (B)(6), 2010. According to the complainant, during the hysteroscopy phase, a fluid leak was detected from the sheath, at the junction to the adaptor. No visible damage was noted to the sheath or the adaptor. The system was shut down and the sheath removed. The procedure was completed with another of the same device. Clinical follow up information confirmed that the fluid was at body temperature, during hysteroscopy. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.